Manufacturer narrative:
On 2019-may-13 arjo was informed about incident related to maxi sky 2 ceiling lift which took place in the customer's home in (B)(6). It was reported that after the transfer of the patient from bed to wheelchair was completed, the sling clips were detached from the ceiling lift's spreader bar. The caregiver raised the spreader bar using the hand control. Although the "up" button on the hand control was still pressed by the caregiver, the movement stopped and the spreader bar suddenly lowered on the resident's forehead and after that, down to the floor. As a consequence, the resident sustained small scratch on his forehead. The lift was immediately taken out of use and arjo service was called. Arjo representative, who performed device examination at the customer facility, found that the gears have come off the drum, therefore the drum was able to unwind the ceiling lift strap and spreader bar. The product was returned to the manufacturer to investigate possible root cause of the failure. Following manufacturer's inspection results, the problem occurred due to transmission box failure. (Component responsible for up and down movement of the lift strap). The second stage gear has disengaged from the drum, allowing for strap release. Gradual unscrewing of the gear was caused by a missing locking plate. Thorough examination revealed that the locking plate was not put in place during assembly of the lift at the manufacturing time, possibly due to human mistake. According to design of maxi sky 2, in case of failure of the transmission box, the automatic emergency brake would engage and will stop a strap from unwinding. The manufacturer tested the emergency brake - it worked as intended and stopped the strap. The hypothesis in this case would be that the second stage gear was interfering slightly with the drum, which would have slowed the descent of the spreader bar just enough so that the acceleration was not sufficient to trigger the activation of the emergency brake during the incident. To sum up, in this case the root cause was found to be most likely human error during the manufacturing process. Please note that review of the complaints did not reveal any other event with similar root cause. The issue claimed by the customer in this case appears to be an isolated occurrence. Relevant actions have been already addressed. The ceiling lifting system was not used for the patient's transfer at the time of the event but played a role in the reported event. There was a technical failure of the transmission box, making the device out of manufacturer's specification. Although no serious injury was sustained, the complaint was decided to be reportable due to the fact that sudden unwinding of the ceiling lift strap and spreader bar could pose a caregiver or resident at risk.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). The device was returned to manufacturer for testing. Additional information will be provided upon conclusions of the investigation.

Event description:
Arjo was informed about incident with arjo maxi sky 2 ceiling lift involvement. After resident's transfer, the sling was unlocked and the spreader bar brought back in to the cassette by pressing the up button on the handset. At some point, up movement stopped, despite fact that the button on the handset was still pressed, and suddenly the ceiling lift lowered again. In effect, the spreader bar struck the resident causing scratch on the forehead. Maxi sky 2 was inspected by arjo representative after event. It was found that the gears have come off the drum, causing sudden unwinding of the drum. No other failure was found.